Event description:
Caller reported experiencing ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the caller resumed insulin and continued to use the pump for insulin therapy.